Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted. The current bg was 330 mg/dl. To address the bg level, the customer would changed the infusion set site and deliver a correction bolus. A cause for the past occlusion alarms would not be determined. Tandem technical support had the customer perform a system check using the current supplies; however, as the customer declined to complete the system check, a cause of the current occlusion could not be determined.